Event description:
Since doing essure procedure, I have had an extreme weight gain, lower back problems and irregular periods. I am either bleeding so bad and passing blood clots that I have to change clothes throughout the day or it is very light but is brown mucus. I have pinching sensations and absolutely no sex drive. I have also had very bad headaches.